Event description:
Report received of a clave port that would not allow flow. The primary gravity set was infusing an unspecified solution to the patient via peripheral i.v. Cannula. The nurse attempted to hang a secondary infusion of ancef, (uncpecified dose) by utilizing the primary tubing upper clave y-site, but the fluid from the secondary bag reportedly, would not flow. The nurse used the lower clave y-site for the secondary infusion. There were no reports of delays in critical therapy and no adverse effects reported. Although requested, no additional information was provided. The reporter states that there were approximately four or five other undocumented events that have occurred with this lot number. Although requested they were not able to report any other information specific to these other events.